Event description:
Surgeon reported a loose pedicle screw/locking nut on one side in a pt implanted with a single level pedicle screw construct for posterior lumbar fusion. The surgeon reported that the medtronic cage implanted in the pt had cracked and migrated from its original implant site causing the pedicle screw to loosen. The loose pedicle screw was explanted and replaced with another MFR's device.

Manufacturer narrative:
Locking nut cross threaded resulting in the partial push out of the screw shank from the pedicle screw assembly.